Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced when filling a cartridge. A new cartridge was successfully filled and loaded onto the pump. Additionally, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The cartridge was reloaded to resolve the issue. There was no impact to the customer¿s blood glucose.